Event description:
A home pt reported the pt line did not prime all the way. According to the home pt, the air gap was approximately one meter in size. The pt line was in the blue holder. The home pt did not attempt to reprime the pt line. The home pt contacted his nurse regarding this and discarded the set-up. No pt injury or medical intervention was associated with this report per the home pt.